Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -12.50/4.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim# (B)(4).